Event description:
It was reported that lead thresholds on the right ventricular defibrillation/pace/sense lead were increasing and varying. The lead was explanted and replaced, and the system upgraded from a single-chamber to a triple-chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that lead thresholds on the right ventricular lead were increasing and varying. It was also noted by the patient that the lead was not in good shape and was compromised. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.